Manufacturer narrative:
(B)(4). The rx xience v 3.0 x 12 mm stent mentioned is being filed under a separate manufacturer report number. There were no reported device malfunction or product deficiencies. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that during a moderately calcified proximal left anterior descending coronary artery and a moderately calcified right coronary artery stenting procedure, dissections were noted after implantation of two xience v stents. The dissections were treated with the implantation of xience v stents. There was no adverse patient sequela or a clinically significant delay in procedure reported. There was no additional information provided.